Manufacturer narrative:
Agree with us decision tree.

Event description:
Initial info received from a nurse in 2009: a pt who has been treated several times with injectable poly-l-lactic acid (sculptra) recently presented with papules and nodules on the cheek area and along the mandible. No further relevant info reported.